Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. No radiographs or images were provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown, but information received from doctor indicates patient may have delay in union. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: delayed union." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications."

Event description:
On (B)(6) 2019 patient underwent an extreme lateral interbody fusion procedure and a posterior fixation at l3/s1 with coroent xl and reline. As per reporter a fracture occurred in the sacral region. On (B)(6) 2020 patient underwent a revision procedure where the l3, s1 screws were replaced and new screws were added to s2ai.